Event description:
Manufacturer received a facebook message from an inspire patient stating that he cannot speak normally due to his tongue not working properly after the implant of the system. Therapy had not been activated yet. Patient advised to inform his physician about this issue.

Event description:
Follow up report: patient follow up indicates the therapy has been activated and the patient's speech issue has been resolved. Based on the above information, the root cause was concluded as surgery healing related.